Event description:
The customer received analyzer alarms since (B)(6) 2014 and a questionable glucose hk result for one patient sample on (B)(6) 2014. The initial result for the test ordered by the ER was 150 mg/dl and was reported out. Later, additional testing was added to the same sample and the glucose was repeated. The repeat result was 110 mg/dl. The customer tested the sample on another cobas 6000 analyzer and the result was 108 mg/dl. The sample was also tested on a blood gas analyzer and the result was 102 mg/dl. The result of 108 mg/dl was sent as a corrected report. There was no adverse event. The glucose hk reagent lot number and expiration date were requested, but were not provided. The field service representative found there was a problem with a solenoid valve and replaced it. He performed and check accuracy test and all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.